Event description:
It was reported that a physician in-training in the use of the prostar xl device achieved arteriotomy closure of the common femoral artery using a pre-close technique after an interventional procedure. Reportedly, after deploying the sutures, a non-abbott guide wire was fed back through the device to maintain vessel access until the device was completely removed from the pt. The non-abbott guide wire became stuck in the prostar xl device. Because enough of the guide wire remained in the vessel, the guide wire was cut at the j-tip of the prostar xl. A sheath was inserted and the guide wire was exchanged with another guide wire. Hemostasis was achieved using the prostar xl. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The customer reported, the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.